Event description:
The device was used during a lobectomy procedure. Reportedly, the jaws of the instrument were difficult to close outside of the pt's cavity. The surgeon completed the procedure with another instrument. The hosp has reported that no pt injury occurred.